Event description:
Blood was noted in the balloon and in the pump. On 1/21/97, the following was reported to co: the iab was inserted into the pt on 1/3/97. On 1/5/97, after iabp for 40 hrs, blood was noted in the catheter and extender tubing. The dr was notified immediately and iabp was discontinued. The surgeon tried to remove the balloon through the sheath but said it was very hard the iab was removed 2 hrs after the pump was stopped. Event complications: unknown-reported 1/7/97, 1/21/97. Pt's current status: unk-rpt'd 1/6, 1/21/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.